Event description:
It was reported that during a hemorrhoidectomy procedure, the staples come out partially and a partial cutting was achieved. Another stapler was opened to complete the case. Procedure prolonged by 60 minutes.